Manufacturer narrative:
Visual inspection found no cosmetic or physical anomaly present on the subject controller. Functional evaluation revealed the device performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the controller exhibit any power loss or fail to activate a known good wand several times without incident. The complaint could not be verified and a root cause could not be determined with confidence since the device functioned as intended. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand resulting in diminished function of the electrodes; insufficient saline flow to the surgical site resulting in a weaker plasma field produced by the concomitant wand; surgical technique, an issue with one of the concomitant devices in use at the time of this complaint event. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
.

Event description:
It was alleged that the device was not cutting during a case. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.